Event description:
The user reported that during use of this meniscectomy electrode, the tip detached. There was no report of injury to the pt, and the procedure was completed with a competitor's device.

Manufacturer narrative:
Initial report: to date, this device has not been received at conmed linvatec for eval. A f/u report will be sent upon receipt of this unit and completion of an investigation.